Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced inflammation, wound fluid, slime exudate with pus, and fibroma at the stoma site. CT scan was performed and revealed slight internal irritation. The patient was treated with oral antibiotic, penicillin. On (B)(6) 2020, it was reported that the patient continues to have wound fluid production and has pain when mobilizing the peg tube.